Manufacturer narrative:
(B)(4). The customer returned a lidstock, swg in its advancer, an 18ga introducer needle, and needle cup. The guide wire was advanced through the introducer needle with the distal end stuck in the needle cup. Signs of use was observed on the guide wire and introducer needle. Visual analysis revealed that there was one kink on the guide wire body. During preliminary analysis, the guide wire became unraveled as it was stuck inside the needle cup. Force was used to remove the guide wire from the introducer needle and a large piece of biomaterial came out. Microscopic examination revealed that the proximal weld was full and spherical. The distal weld could not be examined since it was stuck in the needle cup. The distal separation point of the core wire was tapered. The kink in the guide wire measured 370mm from the proximal tip. The overall length of the guide wire measured 603mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.796mm which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The outer diameter of the needle cannula measured 1.263mm, which is within the specification limits of 1.26-1.28mm per the needle cannula product drawing. The inner diameter of the needle cannula measured 0.041", which is within the specification limits of 0.0410"-0.0430" per the needle cannula product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states " advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was removed from the 18ga introducer needle and the needle cannula was cleared of dried biomaterial. The needle was then used to functionally test the undamaged proximal end of the guide wire. The undamaged portions of the guide wire passed through the cleared needle cannula with little to no difficulty. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and there were no relevant findings. The instructions for use (IFU) provided with the kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through examination of the returned sample. Visual examination revealed there was one kink on the guide wire. The guide wire and needle met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances and the customer description, unintentional use error along with needle blockage due to biomaterial likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician was performing the procedure of central line insertion and there was resistance to pass the guidewire through the needle. Another product had to be used which was successful. The patient was reported to be fine with no injury.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician was performing the procedure of central line insertion and there was resistance to pass the guidewire through the needle. Another product had to be used which was successful. The patient was reported to be fine with no injury.